Event description:
A representative reported the patient will be having a catheter revision because their physician believed there was a granuloma. The physician cut off 2.5 centimeters of the existing catheter tip, removing it and as much of the ¿large¿ inflammatory mass as possible. The cut end of the distal portion of the catheter was left in the intrathecal space, and the cerebrospinal fluid (csf) was free flowing then per the caller. The patient¿s dose was reduced. The patient was to remain in the hospital for two or more days to be assessed and to regain the large amount of csf lost during the surgery. The patient was stable and resting post-op. The representative noted that the doctor was going to go back in for another revision because it was too difficult to implant a new catheter on the date of the report. The medication infused was morphine. There were no symptoms related to the event. A neurosurgeon went into the thecal sac, cut the catheter, dissected the granuloma, and removed a large part of it. They left the catheter and pump alone. The patient¿s dose was initially reduced and then titrated back to the original dose. The patient was reportedly doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l34929, implanted: (B)(6) 1995, product type: catheter. (B)(4).